Event description:
It was reported that during a stenting treatment procedure, stent damage and dislodgment occurred. The lesion being treated was located in the severely calcified, moderately tortuous, left circumflex artery. The physician predilated the target lesion with an unspecified balloon catheter before advancing the 20x3.00mm veriflex stent delivery system (sds), however it was unable to cross. The sds was removed successfully and the lesion was dilated again with a larger unspecified balloon catheter. Upon preparing to readvance the sds it was noticed that the stent was frayed. The physician pulled on the stent and the stent dislodged from the balloon outside of the patient. The device did not reenter the patient and the procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device codes #1059 and #2923 relate to component code #515. Device code #2524 relates to component code #3038. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).